Manufacturer narrative:
Findings: unit received with no button response on the esc button due to corrosion on keypad flex connector traces. Unable to perform displacement test, operating currents meas. And off no power test due to unresponsive keypad. Unable to verify battery out limit alarm due to unresponsive keypad. Moisture damage on all electronic assemblies. Corrosion on motor assembly noted. Cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out" even after replacing the batteries with new ones. The customer's blood glucose level was unknown at the time of the incident. The customer stated that moisture from rain water got into the insulin pump. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.